Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced breast pain ("breast pain"), lymph node pain ("it hurts to touch my skin or around areas of lymph nodes"), pain of skin ("skin pain"), pain in extremity ("legs pain") and arthralgia ("knee pain/elbow pain"). The patient was treated with surgery (essure removal surgery, on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, breast pain, lymph node pain, pain of skin, pain in extremity and arthralgia outcome was unknown. The reporter considered arthralgia, breast pain, lymph node pain, medical device removal, pain in extremity and pain of skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, pain in extremity. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fragment of the coil was still in place in the cornua and this was removed through a wedge resection of the cornua') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced breast pain ("breast pain"), lymph node pain ("it hurts to touch my skin or around areas of lymph nodes"), pain of skin ("skin pain"), pain in extremity ("legs pain") and arthralgia ("knee pain/elbow pain"). The patient was treated with surgery (essure removal surgery, on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, breast pain, lymph node pain, pain of skin, pain in extremity and arthralgia outcome was unknown. The reporter considered arthralgia, breast pain, device breakage, lymph node pain, pain in extremity and pain of skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- arthralgia, pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : previously reported event "medical device removal" updated to "a fragment of the coil was still in place in the cornua and this was removed through a wedge resection of the cornua", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fragment of the coil was still in place in the cornua and this was removed through a wedge resection of the cornua') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced breast pain ("breast pain"), lymph node pain ("it hurts to touch my skin or around areas oof lymph nodes"), pain of skin ("skin pain"), pain in extremity ("legs pain") and arthralgia ("knee pain/elbow pain"). The patient was treated with surgery (essure removal surgery, on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, breast pain, lymph node pain, pain of skin, pain in extremity and arthralgia outcome was unknown. The reporter considered arthralgia, breast pain, device breakage, lymph node pain, pain in extremity and pain of skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- arthralgia, pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced breast pain ("breast pain"), lymph node pain ("it hurts to touch my skin or around areas of lymph nodes") and pain of skin ("skin pain"). The patient was treated with surgery (essure removal surgery, on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, breast pain, lymph node pain and pain of skin outcome was unknown. The reporter considered breast pain, lymph node pain, medical device removal and pain of skin to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received. New event medical device removal was added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced breast pain ("breast pain"), lymph node pain ("it hurts to touch my skin or around areas oof lymph nodes"), pain of skin ("skin pain"), pain in extremity ("legs pain") and arthralgia ("knee pain/elbow pain"). The patient was treated with surgery (essure removal surgery, on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, breast pain, lymph node pain, pain of skin, pain in extremity and arthralgia outcome was unknown. The reporter considered arthralgia, breast pain, lymph node pain, medical device removal, pain in extremity and pain of skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- arthralgia, pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new events- knee pain/elbow pain, leg pain were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.